Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2016; t510c27 tissue valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and pocket erosion. The patient's right atrial (ra) lead and left ventricular (lv) lead were explanted while the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remained implanted during antibiotic therapy. A replacement system was later implanted and the crt-d and rv lead were removed. No further patient complications have been reported as a result of this event.